Event description:
Reporter indicated that the site's dell handheld computer became frozen following interrogation. It was reported that a hard reset and other trouble shooting were performed, but the handheld computer is "not working."